Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated enzymatic creatinine results generated on the alinity c processing module for one patient. The following data was provided: sid (B)(6). 1st result 2.85 mg/dl (processed in module 3 ac04766), 2nd result 1.25 mg/dl (processed in module 1 ac04767). The results were not reported out of the lab. The triple c rsm was very dirty from splashes of serum and urine in certain areas. It was a card that protruded a little more than necessary and every time the rsm arm passed with the racks it collided and caused splashes. It seems that the samples could be contaminated by being splashed with 24h urine, which is what is processed by triple c. The rsm arm crash issue has now been fixed. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) resolved the issue by reseating the pcb, rsm load/unload controller that was improperly seated in the module and interfered with the rsm causing the racks to collide with the board and splashing to occur. No additional discrepant result issues have been reported since the service activity was completed. The pcb, rsm load/unload controller was determined to be the cause of the issue. The instrument service history review revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Device history record review was performed, which did not show any potential non-conformances, deviations, or non-conformances. Trending review did not identify any trends for the complaint issue. Labeling was reviewed and found to adequately address the issue under review. The alinity ci-series operations manual provides adequate information regarding the troubleshooting of erratic/discrepant results. The alinity c service documentation provides instruction for the removal, replacement, and verification of the pcb, rsm load/unload controller. Based on all reviewed data, a product deficiency was not identified. This follow up includes a correction to include the codes in section h6 for component code, type of investigation, investigation findings and investigation conclusions that were not included in the initial report.